Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, "false upstream occlusion" message, which was reproduced while running a loaded set. Eval found a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the "false upstream occlusion" message. It was also reported that there was no pt involvement.